Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that one set screw stripped off during the final torquing step of the procedure. It was removed and replaced with an alternate to complete the case. There was no reported patient harm.

Event description:
It was reported that one set screw stripped off during the final torquing step of the procedure. It was removed and replaced with an alternate to complete the case. There was no reported patient harm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed for one returned sequoia closure top for the failure of hex damage causing mating issues. Medical records were not provided for review. Device evaluation: the product was returned and evaluated. Upon inspection, the outer threads were found to have expected damage from use. However, the hex drive mechanism was deformed beyond use. Potential cause root cause was unable to be determined. This event could possibly be attributed to cross-threading during insertion or off-axis forces applied by the driver. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.